Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd discardit ii 10ml sterile disposable graduated eccentric luer slip syringe the luer connector broke off. This has occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: the luer connector breaks off it has been reported that the luer connector has broken off when using the syringe. There are said to have been approximately 10 incidents of this.

Event description:
It was reported while using bd discardit ii 10ml sterile disposable graduated eccentric luer slip syringe the luer connector broke off. This has occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: the luer connector breaks off. It has been reported that the luer connector has broken off when using the syringe. There are said to have been approximately 10 incidents of this.

Manufacturer narrative:
Investigation summary. A device history record review was completed for provided material number 309110 and lot number 2111260. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, the reported issue of tip breakage was confirmed.